Manufacturer narrative:
Giannini g, francois m, lhommee e, et al. Suicide and suicide attempts after subthalamic nucleus stimulation in parkinson disease. Neurology. 2019. Doi: 10.1212/wnl.0000000000007665. Age at time of event, date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Gender: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that the actual date of death was not provided in the literature article; date of event: this date is based on the date of article publication. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Giannini g, francois m, lhommee e, et al. Suicide and suicide attempts after subthalamic nucleus stimulation in parkinson disease. Neurology. 2019. Doi: 10.1212/wnl.0000000000007665. Summary: to determine the postoperative attempted and completed suicide rates after subthalamic nucleus deep brain stimulation (stn-dbs) in a single-center cohort and to determine factors associated with attempted and completed suicide. Four patients were found to have completed suicide.